Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the potassium electrode to resolve the issue. (B)(4).

Event description:
The customer reported erratic potassium (k) results were generated on the laboratory¿s dxc 700 au clinical chemistry analyzer. There was no change in patient treatment in association with this event.